Event description:
Patient was positioned in trendelenberg. At the end of the procedure, it was noted that the megadyne dispersive grounding pad had become wrinkled and would not smooth out. See attached photos. All product pulled from service.